Event description:
Medtronic received information that following the implant of a 23 mm edwards perimount magna ease surgical valve, the patient's sternum was reopened. There were multiple bleeding areas noted. An additional suture was placed at the toe of the main and left anterior descending (lad) graft and a clip was placed on the area of the distal left internal mammary artery (lima). No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)